Event description:
Patient was admitted to the operating room for tonsillectomy and adenoidectomy. While in ssu, patient was noted to have small red/brown wound on the right lower corner of the mouth. Provider was notified and bacitracin was ordered. Patient was discharged as scheduled.======================manufacturer response for electrosurgical generator, forcetriad (per site reporter)======================regional sales manager and sale rep representative came on site to evaluate situation. No cause for burn was immediately identified.